Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of reviewing information on reprocessing procedures provided by the user, obvious deviation from the reprocessing procedure in the instruction manual could not be confirmed. The following are results of microbiological tests by the third-party labs, provided by service business center: conducted on september 11, 2024. 3cfu of bacteria were detected from channel distal end. Kind of bacteria: bacillaceae. The device was evaluated, where foreign material was found inside the channel. Despite the customer's detection of a significant amount of citrobacter freundii, hygiene microbiological investigation only identified a small number of bacillus. This result suggests inadequate reprocessing; however, the connection between the findings remains unclear due to the lack of detailed cleaning disinfection and sterilization information. Additionally, damage and foreign material observed inside instrument channel could attribute to recovered bacteria. The root cause of the foreign material remained in the device could not be identified. When I checked the contents of the instruction manual of gf-uct180, the reprocessing method is described in the following items. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for more than 100 colony forming units (cfus) of citrobacter freundii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.